Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age reported as over 18 years. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected. It should be noted that the promus everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that during the mildly tortuous, moderately calcified left anterior descending (lad) artery, predilatation was performed and the promus stent delivery system (sds) was advanced but could not cross the lesion. It was noted that several attempts to advance and cross were made but were unsuccessful. A second drug eluting stent (des) was used to continue the procedure and the case was successfully completed. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the hypotube shaft was returned separated.